Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The connector was physically pulled from the pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt. Device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor intermittently failed incoming functionality testing. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective component was isolated to the physical damage to the trunk cable. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's electrode belt and monitor and reported that the belt had a damaged cable.